Event description:
Complainant alleged that during functional testing, the device failed for high impedance. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed for high impedance and did not detect electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Device evaluation: the device was returned to an approved service provider for evaluation. The customer's reported problem was observed during the review of device data log. However, the device was put through extensive testing using a new set of pads without duplicating the problem. The observed errors are recoverable, non-critical and pads related. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.